Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous colpopexy procedure on an unknown date. According to the complainant, during the procedure, the needle detached from the suture. The detached needle was not removed from the patient. The procedure was completed with another capio suture capturing device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.